Manufacturer narrative:
Balt USA's internal reference # (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f210700080 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported that: "the physician was coiling off a feeder for the fistula. He successfully placed an 8x30 prestige plus and then started placing a 7x20 pres0720cpkpl. After going back and fourth it prematurely detached. He successfully snared it and placed 4 other coils successfully. He was utilizing a terumo prograt 2.4fr mc and was coiling a brach off the brachial artery after percutaneous fistula creation."